Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was damaged and made loud noises was confirmed. However, the report that the cable was cut and the device died out was not confirmed. An assessment was performed on the device which found that the device made loud unusual noise and overheated in two minutes (119 degrees should be less than 118 degrees in 10 minutes). It was also observed that the driveshaft was broken. It was determined that this condition caused the noise and overheating. It was further determined that this issue is consistent with excessive force being used during use. The assignable root cause was determined to be component damage caused by misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was damaged, made loud noises, had a cut cable, or just died out; however the exact malfunction was not specified. During in-house engineering evaluation it was found that the device made loud unusual noise and overheated in two minutes. It was further noted that the drive shaft was broken. The event was not reported to have occured during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.